Manufacturer narrative:
The patient reports that she underwent diagnostic testing and there were no findings. Based on the information provided, at this time no conclusion can be made as to the degree to which the mesh implants may have caused or contributed to the patient¿s reported pain and intestinal issues. A review of the manufacturing records was performed and found that the lot was manufactured to specification. The patient reports that she currently seeking a second opinion. Should additional information be provided, a supplemental MDR will be submitted. This file represents the right sided repair, an additional MDR was submitted to represent the left sided repair. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
The following was reported via maude event report (mw5070819): "patient has severe right and left side pain associated with an inguinal hernia mesh placement. Patient suffers from intestinal issues that is affecting her daily life. Patient can't even pick up her son nor her granddaughter from the floor. Patient had to cut back work hours due to the pain that the mesh is causing her." The following was reported via follow up with contact: on (B)(6) 2014 the patient underwent the repair of bilateral inguinal hernias and was implanted with two 3dmax mesh devices. The patient reports that two years post implant she began to experience severe pain when lifting heavy objects over 50 lbs. The patient stated that she has followed up with her surgeon (2016-2017) on several occasions due to her chronic groin pain. The patient reports she had an abdominal /pelvic CT scan and an ultrasound performed by her surgeon and there were no findings of any hernia recurrence or abnormalities. The patient states being previously employed with a company where she had to lift heavy objects daily, however, due to her severe groin pain has not been able to work there and has since found another job where she is working on her feet with no lifting involved. The patient reports that her surgeon referred her to a pain clinic to help manage her pain due to possible "nerve entrapment/damage." The patient stated she is not currently taking any medications for the pain and is going to seek another surgeon's opinion and possibly have an additional surgical procedure performed.